Manufacturer narrative:
A motor error alarm occurred during occlusion test due a faulty force sensor resistor. The insulin pump passed the idle current test, run current test, self test, off no powertest, unexpected restart error test, basic occlusion test, displacement test and rewindtest. Unable to perform prime/compromised force sensor system test and excessive no delivery test due to the motor error alarm. The unit was monitored and had no missing segments/partial display anomalies. The motor passed the motor test. The following physical damage was noted: minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a partial display anomaly; segments were missing from the display. During troubleshooting a battery change did not resolve the anomaly. The insulin pump was returned for analysis.